Manufacturer narrative:
(B)(4).

Event description:
It was reported when a patient was seen in clinic for a normal follow-up, episodes of non-sustained right ventricular oversensing were observed due to loss of both right and left ventricular capture. The recommended programming change was made. The patient was asymptomatic.